Event description:
Reporting status: serious injury/required intervention. Reporting rationale: restenosis requiring intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the pt underwent stenting of the pre-dilated restenosed competitor's stent in the distal lad with a xience v stent. At an unk time in 2009, the pt was admitted to a local hosp. Cardiac catheterization was performed and three new unk stents were implanted in unk vessels. There is no add'l info available.